Event description:
Patient who sustained a 20% total body surface area burn several months ago. Patient had corpak feeding tube placed. Three months after placement of the feeding tube the resident was called when nurse noticed that there were metal discs in the rectal tube. Metal discs found were believed by md to be the metal weights located at the distal end of corpak. The corpak feeding tube was removed. No patient harm. The corpak feeding tube and discs were returned to sales representative.